Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted concurrently with cystoscopy, endometrial ablation, and fractional d&c due to sui. It was reported that following insertion the patient experienced severe pelvic pain, painful intercourse, discomfort in sitting position and periodic abdominal distension. It was reported that the patient underwent exploratory surgery for adhesions in 2005. It was reported that patient underwent mesh removal on (B)(6) 2013 for pelvic pain, painful intercourse and abdominal bloating. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).